Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements when tested on the pacing system analyzer (psa). A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Inspection of the electrode end revealed the helix was stretched. Laboratory testing was unable to reproduce the reported high, out-of-range pacing impedance measurements, and detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.